Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2014. According to the complainant, during preparation, the clip was tested whether it was able to open or close. It was reported that the clip was difficult to advance out of the over sheath; and when it was finally out of the over sheath the clip was already detached. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the clip was mashed onto the bushing and the clip failed to release from the catheter, therefore this is now an MDR reportable event.

Manufacturer narrative:
Investigation findings of clip mashed onto bushing. Investigation findings of clip failed to release from the catheter. A visual examination of the returned device found the clip mashed onto the bushing. The prongs were not locked into the capsule. A kink was also noted in the coil at the bushing. There were no deformities noted with the over sheath assembly. It was also noted that a fibrous material of unknown origin was stuck on the clip assembly. A functional evaluation of the complaint device showed that the clip could not be deployed and could not be opened or closed. The reported complaint was not confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.